Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the issue had been resolved. The patient is a large woman and had difficulty reaching her battery with the recharger. The por was cleared and the battery was sufficiently recharged. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reported that they had already met with the patient to perform a pmr. The caller indicated that they had some issues with recovering the ins and kept seeing a por message. The rep stated that the patient was sent home to do recharging and continued to see the por message. It is unknown if the patient was doing it correctly. The overdischarge was unable to be recovered as the patient had to leave before completing. The rep has an appointment with the patient on friday. There was indication of patient harm. The patient was implanted for non-malignant pain.